Event description:
A 3.5mm diameter x 15mm length medtronic ave s670 over-the-wire stent delivery system was inserted into the severely calcified right coronary artery. The target lesion was pre-dilatation with an unknown size ptca balloon. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back. The stent dislodged from the stent delivery system balloon when it caught on the sheath tip while being pulled into the sheath. Attempts to retrieve the stent were unsuccessful. The stent remains in the pt's arterial vasculature. The target lesion was treated with another stent insertion. There was no add'l clinical sequelae reported relative to the event and no further info is available from the user facility.